Event description:
As reported by the user facility: details of complaint (reported issue): leakage from the interior of the clear cap during herceptin infusion. Ninety nine drops of medication were wasted before the problem was noticed. Infusion was halted, the caresite was changed out, and flushed with saline prior to resuming infusion. Complaint noticed: during /after use. Problem frequency: a few times. Pt injury: no.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The actual device in the reported incident was returned for eval. The returned product was tested according to specification and leakage was confirmed. A review of the nonconforming lot report database was performed for the involved component, part number (B)(4), and finished good lot number and there were no abnormalities or non-conformances of this nature noted during in-process or final product inspection. The cause was determined to be leakage at the distal end of the valve when the piston is compressed. Enhancements have been made to the caresite luer access device since the date this product was manufactured. Enhancements include molding at a higher temperature to reduce residual stresses and enhancement to add increased compression to the bottom seal in order to reduce potential for leakage.